Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a procedure to cut the papilla on (B)(6), 2011.according to the complainant, during the procedure, the physician attempted to cut the papilla but found the cutting wire to function unusually. The device was removed from the patient and inspected. It was found that the distal tip of the device was twisted. No other abnormalities were noticed to the device. The procedure was completed with another stonetome sphincterotome.there were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.based on the investigation results, which indicate that the device failed to bow in plane, this is now considered a reportable event.

Manufacturer narrative:
(B)(4): a visual examination of the returned device found that the working length was twisted. The exposed cutting wire was intact at the distal end of the device. However, the distal tip along with the cutting wire appeared twisted/disoriented. A functional evaluation revealed that the device did not bow in plane due to the twisted/disoriented distal tip with cutting wire. The working length of the device with distal tip could not be sufficiently untwisted. The length and outer diameter of the exposed cutting wire were measured and found to be within specification. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. The investigation concluded that the twisted distal tip likely occurred due to procedural/anatomical factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.